Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. The adapter was broken. It was reported that the instrument was articulating or straightening during firing. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that there was uncontrolled articulation and the instrument broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument is pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing "do not remove until loaded". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd - sig power sigadaptstnd linear adapter - sn: (B)(6) sigphandle - sig power sigphandle handle - sn: unknown sigpshell - sig power sigpshell control shell - lot# unknown unknown egia su - unknown endo gia sulu - lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during liver resection, after insertion, the jaw was articulated and a cracking sound was heard, so after straightening back the jaw, it was articulated again, but since the jaw immediately returned to its original position, it was removed from the abdominal cavity without firing. According to the surgeon, while clamping the tissue, they may have applied load by pushing the adapter onto the port. When the cartridge was removed from the adapter, the connection part was damaged, but it is unclear whether the damage occurred during the operation or when removing it. The devices was replaced. There was no patient injury. Pli50 product was received without accompanying information.

Manufacturer narrative:
Correction: b5, g3, h3, h6 h8. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during liver resection, after insertion, the jaw was articulated and a cracking sound was heard, so after straightening back the jaw, it was articulated again, but since the jaw immediately returned to its original position, it was removed from the abdominal cavity without firing. According to the surgeon, while clamping the tissue, they may have applied load by pushing the adapter onto the port. When the cartridge was removed from the adapter, the connection part was damaged, but it was unclear whether the damage occurred during the operation or when removing it. The devices were replaced. There was no patient injury.